Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 19-sep-2023 h.6. Investigation summary: material #: 368499 lot/batch #: 2311407 bd received twenty (20) samples and one (1) photo from your facility for investigation. The photo was examined, and it appeared to show an unused tube. Fourteen (14) samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Six (6) of the returned samples were observed to be collapsed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient. This complaint is unable to be confirmed for the indicated failure mode of underfill but was confirmed for collapsed tubes.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes customer reports the negative pressure is insufficient. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: the customer complained about 6-7% (average daily consumption of 400) of the 3ml purple head tube in the past half a month. If the negative pressure is insufficient, the blood flow rate is similar to the drip rate, or the vacuum degree is exhausted but only about 1.5ml-2ml is collected. This situation happened concentratedly in the product number 368499 and the batch number 2311407!.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes customer reports the negative pressure is insufficient. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: the customer complained about (B)(4). (Average daily consumption of 400) of the 3ml purple head tube in the past half a month. If the negative pressure is insufficient, the blood flow rate is similar to the drip rate, or the vacuum degree is exhausted but only about 1.5ml-2ml is collected. This situation happened concentratedly in the product number 368499 and the batch number 2311407!

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. The photo appeared to show an unused tube. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. H3 other text : see h.10.